Event description:
On 08/12/98 the pt had an "austin' osteotomy performed on the first metatarsal, which was fixated with a bone screw (which foot unk). The pt was diagnosed with 'normal' bone density. The surgeon discovered that the bone screw fractured approx 1 week post-op and removed the broken screw on 08/26/98.a